Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the locking mechanism to be bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 202499111 sigma hp system handle, lot number a0909. The lot code indicates a vendor manufacture date of september of 2009. Examination of the submitted hp system handle found the two locking tab features are bent and deformed. This type of damage would suggest the handle was manipulated side-to-side while attached to the mating instrument. This would have put a force on the tabs allowing them to bend and/or break at the undercut location. Previous investigations were conducted for mating part assembly problems. As part of the previous investigations the complaint sample products were reviewed by warsaw marketing and product engineering. It was concluded the undercut feature may be eliminated to reduce this type of failure mode. Eco 348067 was initiated to capture removing of the undercuts. The decision was made to cancel (B)(4) due to no evidence of patient harm, business risk, and ultimately a business decision. The root caused is attributed to user technique. No corrective action is being pursued at this time. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments were reported for unknown reason. Examination of the returned device found the locking mechanism to be bent.